Event description:
Information was received from a consumer who reported the patient programmer (pp) showed ¿out of regulation¿ last night. It was further reported the right sided implant battery was depleting quicker than usual as they could normally go a couple of days without charging the implant, but the last two nights the implant went from okay to low fast, and it was unknown what led to the issue. The consumer denied any changes in therapy or falls/trauma with no changes in therapy settings. During the call the pp showed on and low with no issues with the wireless recharger charging the implant like normal. Additional information was received from a manufacturer representative (rep) reporting that the ins had premature outage. The ins wouldn¿t recharge to 100% and would immediately drop to 50% after use. The patient has 2 ins devices, so she is experienced in charging. The other rc is operating normally. Factors that may have led or contributed to the issue includes the patient being young and the pocket is not too deep. The family tried charging in the clinic with the hcp present but had the same issues. There were no adverse events nor interruption in therapy. The device was explanted and the issue was resolved.

Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for dystonia. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4) :analysis information: (B)(6) 2022 10:58:18 cst pli# 10 product ID# 37612. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 37612 lot# serial# (B)(6) impl anted: (B)(6) 2020 explanted: product type implantable neurostimulator h3: analysis of the implantable neurostimulator ((B)(6)) found insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the oor message and the battery draining faster than expected was not determined. It was reported the battery would be at 100% at midnight, then 50% by 10 am. The battery had to be replaced.